Manufacturer narrative:
Correction: with regards to the evaluation of the monitor, this issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. The representative confirmed that the surgeon monitor was flickering. Surgeon monitor and a cable were replaced. A system checkout was performed after replacing the parts. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts were received by manufacturer for evaluation. The returned monitor had an impact in the upper right corner. The reported issue could be replicated as the display was flickering when connected to a good system. The returned cable was found to be fully functional with no physical damage. Cable passed all tests.

Event description:
A medtronic representative reported that the surgeon monitor of the navigation system was flickering but the staff monitor was fully functional. The issue was reported outside of surgery when loading exams. There was no patient present at the time of the issue.